Manufacturer narrative:
No samples of 456088/b220339c were provided. This portion of the complaint cannot be determined. Received 100pcs 456088/b220634t for evaluation. No customer pictures were provided. We have no further complaints for either of the claimed material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated.

Event description:
Customer states there is an issue with the vacuum pressure with the tubes so that when blood is collected, it comes up short.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained fro the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.